Event description:
Siemens (B)(4) received a service repair request for a hearing aid where the patient heard a crackling sound and then the product shut down. Siemens (B)(4) opened the hearing aid and found the product burned on the inside.

Manufacturer narrative:
This report was filed late because the incident was incorrectly classified as not MDR reportable. A retrospective review of complaints, however, identified this incident as MDR reportable. Investigation and conclusion: investigation determined the hearing aid was destroyed by the patient placing the aid in a microwave oven. Advised patient to use the hearing aid according to the user guide which has a note to not place the hearing aid in a microwave oven.